Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 20 atms on the sixth inflation. The lesion being treated was located in the average tortuous, severely calcified and 90% stenotic left anterior descending artery (lad). The physician inflated the balloon to 20 atms on each of the six inflations. The device was removed from the patient intact. The procedure was successfully completed with a different device and the deployment of a stent. Patient status is listed as "good".